Event description:
The customer called stating she took a bolus using the bolus wizard feature in the insulin pump. The customer stated she did not agree with the recommendation that the bolus wizard gave so she gave herself another bolus of 10 units. The customer's blood glucose was rapidly dropping during the phone call and it got as low as 45 mg/dl. The paramedics were called and they arrived at the customer's home for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.